Event description:
It was reported that following an MRI, the device was found to be in back up mode. MRI settings were not enabled prior to the imaging. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed to resolve the event. The patient was stable.